Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("felt like a knife was stabbing her lower abdomen/ stabbing pain in her abdomen (lower abdomen both sides) / severe and persistent abdominal pain,") and genital haemorrhage ("bleeding (terrible)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (procedure: cosmetic reasons) in (B)(6) 2010, caesarean section in 2004, caesarean section in 2008, gravida ii, parity 2 (date of births: (B)(6)), depression, adhesive tape allergy, anesthetic complication, nausea, vomiting and arthroscopy r knee. Previously administered products included for an unreported indication: iud in (B)(6) 2012 and oral contraceptive in 2009. Concurrent conditions included menorrhagia, dysmenorrhea and fibroids. Concomitant products included azelastine since (B)(6) 2014 for allergic sinusitis, vilazodone hydrochloride (viibryd) since (B)(6) 2016 for anxiety, alprazolam (xanax) since (B)(6) 2013, alprazolam since (B)(6) 2013 and bupropion (wellbutrin) since (B)(6) 2012 for anxiety and depression, oral contraceptive nos from (B)(6) 2012 to (B)(6) 2013 for birth control, ibuprofen (advil) since (B)(6) 2013 and panadeine co (tylenol #3) since (B)(6) 2013 for pain and lower abdominal pain and ibuprofen from (B)(6) 2014 to (B)(6) 2014 and oxycocet (endocet) from (B)(6) 2014 to (B)(6) 2014 for postoperative pain. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("terrible pain/ severe and persistent pain/pain"), dysgeusia ("had strange metal taste in her mouth (strange metallic taste)"), back pain ("back pains (dull back pain)"), peripheral swelling ("swelling in legs"), weight increased ("unexplained weight gain") and pruritus generalised ("itchiness in body"). On an unknown date, the patient experienced ageusia ("she could not taste food anymore"), headache ("headaches"), anxiety ("mental anguish/anxiety"), depression ("depression (essure worsened the depression because of the pain she was having)"), procedural pain ("pain after hysterectomy"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction") and abdominal pain ("stabbing pain in her abdomen"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysgeusia and abdominal pain had resolved, the pelvic pain, ageusia, back pain, headache, peripheral swelling, weight increased, pruritus generalised, depression, procedural pain, allergy to metals and hypersensitivity was resolving and the anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, ageusia, allergy to metals, anxiety, back pain, depression, dysgeusia, genital haemorrhage, headache, hypersensitivity, pelvic pain, peripheral swelling, procedural pain, pruritus generalised and weight increased to be related to essure. The reporter commented: she has not sought treatment for bleeding, strange metallic taste, swelling in legs, or unexplained weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.7 kg/sqm. Ultrasound scan - in (B)(6) 2013: confirmed it was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Outcome of following events had changed from recovering /resolving to recovered/resolved: genital haemorrhage, abdominal pain and lower abdominal pain. Concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.